Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. On 2023-09-07, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: hypersensitivity. No further patient complications were reported.